Event description:
(B)(6) study. It was reported that left bundle branch block (lbbb), atrioventricular (av) block, and stroke occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given. The subject was on a prior regimen of antiplatelet medication other than aspirin at the time of index procedure. The subject received a loading dose of 81 mg of aspirin. A lotus introducer sheath(lis) was placed and then the native aortic valve was treated with deployment of a 25 mm lotus edge valve involving successful repositioning of the lotus edge valve with partial re-sheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. Post procedure event summary: on the same day as the index procedure, the subject was diagnosed with lbbb and av block. Electrophysiology study was consulted, and a temporary pacemaker was recommended to treat the event. On the same day a new temporary non-bsc single chamber pacemaker was implanted successfully. On the same day, the subject developed diplopia following the transcatheter aortic valve procedure. Stroke code was initiated. Neurological examination revealed mental status drowsy, arousable with voice but falling back again to sleep or closing eyes, bit inattentive, both eyes were limited on vertical gaze and left ue drift was noted and gait deferred. One day post index procedure, computerized tomography(CT) head revealed acute appearing infarction the right thalamus at its junction with the mid brain and no intracranial hemorrhage. The subject was diagnosed with acute ischemic stroke based on the clinical symptoms and neuroimaging. The etiology of the event is most likely cardioembolic from atrial fibrillation or small vessel disease. At the time of the event subject was on aspirin which was held at this time and was recommended for the evaluation to resume xarelto or any anticoagulants for stroke prevention. Magnetic resonance imaging (MRI) was recommended for better characterization of the stroke as well as cardiology clearance for resuming anticoagulants. Three days post index procedure, MRI scan revealed acute infarcts in right thalamus, frontal, parietal and occipital lobes. No evidence of hemorrhagic transformation, multi territorial distribution of the infarcts is suggestive of cardioembolic etiology. Chronic lacunar infarct in the left thalamus, chronic ischemic changes in the periventricular and deep white matter. Mild global volume loss. Diagnosis was confirmed as acute ischemic stroke of thalamus, right frontal, right parietal and left occipital lobes, embolic likely due to atrial fibrillation. Five days post index procedure, neurology and ophthalmology were consulted, and the subject was recommended to start on aspirin and xarelto. Six days post index procedure, the subject was discharged home on other anticoagulants.